Event description:
On november 6, 2008, isi rec'd medwatch uf/importer report # 4100120000-2008-8020 from the FDA: "event desc: during surgical procedure, a splinter size piece of graphite material was noted in the pt's abdomen. It was apparent that the piece broke free from the robotic wristed instrument. This happened during the removal and insertion of the instrument from the robot arm. Dr was aware and indicated that it would not have any adverse effect on the pt. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Device usage problem: other".

Manufacturer narrative:
The instrument had not been returned to isi for eval. A f/u MDR will be submitted if the instrument is returned (upon completion of eval) or if add'l info is rec'd.